Event description:
Customer contacted beckman coulter inc., (bci) regarding erroneously low sodium (na) and high chloride (cl) results generated by the synchron cx5 ce analyzer. The results were reported out of the lab. The lab operator was reviewing reported results and noted the low results. The samples were repeated on the same analyzer and amended reports were immediately issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours followed by qc samples. Prior to the event, qc results were very close to the lab's established mean. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and replaced the na and the co2 electrodes. No clear root cause was identified. A malfunction will be assumed for the purpose of this report.